Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent signal loss between a dexcom g7 sensor and the ilet, with the ilet showing three dashes in place of glucose values at times and later displaying glucose again; device history showed sensor reconnect events and a pairing failure earlier the same day, and the user reported hyperglycemia with levels reportedly over 300 mg/dl for about an hour during the connectivity issue. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included a review of device alarm history and user-reported performance. Investigation of this case revealed intermittent connectivity with a recorded pairing failure and subsequent reconnection, while the device was functioning and displaying glucose at the time of contact. It was concluded that intermittent cgm-to-pump communication loss occurred, contributing to hyperglycemia, with device function restored by reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.